Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 c ring split into two pieces during retraction after a branch in the lower leg had been successfully cauterized. C-ring was not advanced. It was used in its usual fashion to retract the vein in order to cauterize a branch. C-ring was under endoscopic visualization when branch was being cauterized with the exception of the smoke that filled the tunnel from the cautery device. No resistance was noted while inserting the harvesting tool into the cannula. The defective device was inspected prior to use. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. No foreign objects were left behind. There was a procedural delay of a few minutes. There was no patient harm.